Manufacturer narrative:
Manufacturer ref# pr277327 a dublicate initial report was mistakenly submitted with manufacturer report # 3002808486-2019-01562. All additional information regarding this event will be handled under manufacturer report # 3002808486-2019-01545 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: ivc filter placement was performed and access was gained from the right jugular vein. When the user was advancing the introducer sheath in the body, the user felt resistance and the sheath kinked. The introducer sheath got damaged, but the user continued using the sheath and reached desired position. The filter introducer was then delivered through the introducer sheath. During advancement through the introducer sheath, the filter leg was caught by the kink and the leg perforated the sheath, but the user continued using the sheath and the filter for the procedure. The filter reached the desired position and the user deployed the filter, but it was deployed in tilted angle. A gtrs was then used to correct the angle. The loop system catheter of the gtrs was advanced through the kinked introducer sheath, and the angle of the filter was corrected. Filter placement was succeeded, so the user attempted to remove the loop system catheter to outside the body, but the loop system catheter was caught by the kink and got damaged (bend). Somehow, the user removed the loop system catheter from the body and the procedure was completed. There have been no adverse effects to the patient reported. An introducer sheath was returned and evaluated in the complaint investigation. The introducer sheath was kinked and perforated 355mm-356mm from the distal end. Furthermore, two scratches were observed from inside the sheath 367mm from the distal end, and a squeezed area was observed 510-470mm from the distal end. It is possible that the sheath kinked due to patient tortuous anatomy, however, the user continued with the kinked sheath, resulting in a filter leg getting caught in the kink and perforating the sheath, where excessive force could have contributed to event. IFU warns not to exert excessive force during the procedure. It is unknown why the user continues with the kinked and perforated sheath and the filter during the procedure. The incidents during the procedure before the filter was released could have affected the performance of the filter, resulting in the filter being deployed in a tilted. Furthermore, it is unknown why the user advanced a loop system catheter in an introducer sheath for filter set devices to correct angle of filter. No evidence suggest that the product was not manufactured according to current specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: ivc filter placement was performed and access was gained from the right jugular vein. When physician was advancing the introducer sheath in the body, he felt resistance and the sheath kinked. The sheath got damaged but the user continued to using the sheath and it reached desired position. Then, the filter catheter was delivered through the sheath. During the delivery, the filter leg was caught by the kink and the leg perforated the sheath but the physician continued using the sheath and filter. The filter reached the desired position and the physician deployed the filter but it was deployed in a tilted angle. Therefore, gtrs-200-rb was used to correct the angle. Snare catheter of gtrs-200-rb advanced through the kinked sheath and corrected the angle. Filter placement was succeeded so the physician attempted to remove the snare catheter to outside the body but the snare catheter was caught by the kink and the snare catheter shaft got damaged (bend). The physician somehow removed the snare catheter from the body and the procedure was completed. Patient outcome. There have been no adverse effects to the patient reported.